Event description:
A malfunction was reported on the customer's pump. The impact on the customer's blood glucose level was unknown as the customer declined to answer whether it exceeded 500 mg/dl. Technical support provided information on resetting the pump, and after doing so, the malfunction did not recur. The customer was advised that they may continue to use the pump and to call back if the issue happens again, which they acknowledged and understood. No adverse impact to the blood glucose level was reported.